Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera head was not working. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not work and noise was coming in display sometime. The issue was found during the test period for a therapeutic functional endoscopic sinus surgery (fess), the intended procedure was finished with the same device. There were no reports of patient harm.